Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: 5005293. Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: 5005360. Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 37571088. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the battery site. The patient was given antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. The explanted device was not returned. Additional information stated that the physician was unsure if the reaction was infection or possibly allergic reaction. No information on culture. Patient was doing well postoperatively. Rep believed that the battery site was dehiscing and had a slight hole in it.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-50, serial number: (B)(6), batch/lot number: 5005293, model/catalog description: infinion pro lead kit, 16 contact, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-50, serial number: (B)(6), batch/lot number: 5005360, model/catalog description: infinion pro lead kit, 16 contact, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: (B)(6), model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the battery site. The patient was given antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. The explanted device was not returned.